Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and implant exchange from a textured to a smooth breast implant due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side radius assessed as surgical impact opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and implant exchange from a textured to a smooth breast implant due to the patients concern with the product. Device has been explanted.